Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for complaint of device vibrating. Upon interrogation, it was noted that the right atrial lead had no capture, low sensing, and out of range high impedance. Programming changes were made. A chest x-ray was done which revealed a lead fracture near the patient's clavicle. The patient has been scheduled for a lead extraction. The patient was stable.

Manufacturer narrative:
Insulation damage was noted at 29.5cm ¿ 30.1cm from the pin consistent with clavicle crush damage. The outer coil was separated, flattened and compressed in this region due to clavicle crush forces. This is consistent with the observation from the field of no capture, low sensing, and out of range high impedance.

Event description:
New information received notes that the right atrial lead was extracted and replaced. The patient was in excellent condition with no reported complications.